Event description:
Customer reported on bravo ph capsule that failed to attach. While the physician plunged the handle of the device to begin the attachment procedure, the handle fell apart in his hand. The plunger came off the device and the spring popped out. He removed the device from the pt and then attached a second capsule without incident. The pt was nt injured following the procedure.

Manufacturer narrative:
(B)(4). There was no required intervention to prevent permanent impairment/damage in this case. The information was updated in this supplemental.